Event description:
It was reported that when the device was used during an esophageal cancer procedure, after firing the device, the surgeon found one staple was malformed, and the pt was bleeding. So he changed to use another like device and finished the procedure. There was no pt consequence.